Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Pump received with cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
A family member of the customer reported breakage and cracks on the insulin pump. The family member reported a large chunk missing in the reservoir compartment near the o-ring. The customer's blood glucose value was 170 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.